Event description:
Nurse sustaned puncture wound from IV catheter needle after insertion the IV catheter and transporting two needles for disposal. Nurse suspects failure of protective locking mechanism failure on one of the two catheters used. The facility has reported two possible lots and catalog numbers for this report. 4e11258n04 - catalog number 4252535, exp. 05/11/2009. 3g08258r04 - catalog number 4251644, exp. 07/2008.